Manufacturer narrative:
Problem code relates to the reported issue of bands prematurely deployed. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a procedure performed on an unknown date. According to the complainant, during the procedure, two bands were released at the same time. It was also reported that there was no audible click when the handle was turned. Attempts to obtain additional procedure information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.